Event description:
The customer reported the following event info: a spin male luer lock disconnected from the IV catheter and sprayed IV contrast onto the pt. It is unk if the spin male luer lock was completely tightened while the IV contrast was infusing. The flow rates ranged from 2ml/sec to 4ml/sec during the CT IV contrast procedure. There was no pt harm or medical intervention. The customer also reported that this has occurred multiple times in the past year, but no product was saved and no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer¿s reported disconnect and leak. The customer stated the product will not be returned because it was discarded.